Event description:
Pt reported obtaining a blood glucose result of 244 mg/dl on the suspect device. Pt indicated that blood glucose was immediately retested, on a physician's device, with a result of 126 mg/dl. No pt injury was reported and no treatment was received. A level-one qc test was reportedly performed on the suspect product and the result fell outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.